Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter contained foreign matter "on the connection of the shields". No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer multiple sample luer adapter contained foreign matter "on the connection of the shields". No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for epoxy on the threads with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for epoxy on the threads with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
Additional information: medical device lot #: 7258685. Medical device expiration date: 9/30/2020. Device manufacture date: 9/15/2017.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter contained foreign matter "on the connection of the shields". No serious injury or medical intervention was reported.